Event description:
The patient contacted animas on (B)(6) 2013 reporting that she was unable to get her pump to vibrate. The audible alarm mechanisms still function on the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the vibration issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with audible tones but no vibration. Investigation confirmed all sound settings were set to vibrate; the vibration motor remained unresponsive. The pump cover was removed to investigate. Direct power was applied to the vibration motor, and it remained unresponsive. There were no intermittent vibration motor connections observed. A test pump case was installed and the vibration feature was then found responsive and fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.